Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. There was no image due to a faulty charge-coupled device (ccd) unit. Also found was a chipped rear packing and a faded rear cover label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a laparoscopic hernia repair, the 4k autoclavable camera head had a connection error. When plugged in, the camera scrambled the image and eventually shut down. The issue happened sporadically. No other devices were involved in the event. No devices were replaced during the procedure. The intended procedure was completed with the same device. There was a surgical delay of ten (10) ¿ fifteen (15) minutes while the patient was under general anesthesia. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be identified. The faulty charge-coupled device (ccd) unit possibly triggered no image, but the cause of the fault could not be identified.